Event description:
According to the author: "[the] objective [of the study] : to evaluate the effect of a self-gripping mesh (progrip) on the incidence of chronic postoperative inguinal pain (cpip) and recurrence rate after lichtenstein hernioplasty. [The] method [of the study]: adult male patients undergoing lichtenstein hernioplasty for a primary unilateral inguinal hernia were randomized to a self-gripping polyester mesh or a sutured polyester mesh. Follow-up took place after 2 weeks, 3, 12, and 24 months. Pain and quality of life were assessed using the verbal rating scale, visual analog scale, and short form 36. Cpip was defined as pain lasting at least 3 months postoperatively." All male patients aged 18 years or older with an uncomplicated primary unilateral inguinal hernia were eligible. A total of 339 patients underwent a hernia repair between 2011 and 2013. Of the 164 patients in the parietex progrip group, one patient (0.6%) had a hematoma needing drainage in the operating room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.